Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic transection. It was reported that the patient died the day after the procedure. As per the physician, the cause of the death could not be determined. No additional clinical sequelae were reported.